Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color during the last step, and the operator pulled the vcd out of the body along with a 7f non-cordis short sheath. The procedure ended with manual compression. The operator has used the device in more than 20 cases. The device was used on the puncture point of a neurointerventional procedure on the patient via the femoral artery. The first steps of the procedure were normal. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was verified via angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium, plaque, tortuosity, stents, or stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. During the procedure, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or showing. One non-sterile 7f vascular closure device (us) was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Visual inspection revealed that the unit had already been inserted into a non-cordis csi. The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which showed dried blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was found locked. A kinked or bent condition was observed on the delivery shaft, located approximately 6.9 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameters were measured measurements were taken near the area of damage, and the results were found to be within specification. It was confirmed that the plug was not deployed and the guard was locked, with the indicator wire (iw) deployed. Functional testing could not be performed because the unit was clogged with dried blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made, but were unsuccessful. The pinion gear-iw rack timing was reviewed, and the interaction of the iw end with the iw rack pillars was examined for potential interference. The iw was also inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through all three stages. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color during the last step, and the operator pulled the vcd out of the body along with a 7f non-cordis short sheath. The procedure ended with manual compression. The operator has used the device in more than 20 cases. The device was used on the puncture point of a neurointerventional procedure on the patient via the femoral artery. The first steps of the procedure were normal. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was verified via angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium, plaque, tortuosity, stents, or stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. During the procedure, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or showing. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.